Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the suture packaging was opened, there was no needle.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during uterine fibroids removal, after the suture packaging was opened, there was no needle. There was no patient injury.